Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2018-02777. It was reported that during a lead revision procedure (reference MFR. Report: 1627487-2018-01429) on (B)(6) 2018, while the physician was pulling the lead out, one of the swift lock anchors broke off at the silicone part. Reportedly, the physician attempted to remove silicone part left behind but physician was unsuccessful. As a result, the patient's anchors were removed and replaced. Effective therapy was restored post operatively. It is unknown which anchor is liable, as a result both are being reported.